Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of unexplained high blood glucose of 423 mg/dl at the time of incident. The customer indicated that their infusion set was expired and wanted to know if it could be used. Troubleshooting advised customer to change the infusion set and return it for analysis. Customer indicated that at the end of the call, their blood glucose was 140 mg/dl.